Event description:
It was reported that the insulin pump alarmed prime alarm and insulin squirted out during manual prime. Customer was disconnected during prime. Drive support cap appears to be damaged. Advised customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime alarm due to protruded/loose drive support disk. The insulin pump was received with cracked battery tube threads.